Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-01860. It was reported the patient's scs system was removed at an undetermined date for an unknown reason. Abbott representatives were not present at the procedure. No further information was available at this time.